Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During the procedure, severe resistance was felt when the stent was being passed through the scope and when it came out of the scope, the flange broke off. The broken pieces of stent was successfully retrieved form the patient with a retrieval basket and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.